Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported to boston scientific corporation that a 105cm two port through the peg jejunal feeding tube (j-tube) was used for the purpose of administering medication for advanced stage parkinson's disease the device was placed on (B)(6) 2010. According to the complainant, post procedure, the I-port connector detached from the j-tube. A new two port through the peg jejunal feeding tube was placed. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began 1 ½ months prior to contacting lfs. The patient informed the cca that she manages her diabetes with a combination of oral medication and insulin. The patient claimed she continued taking her usual dose of medications despite the alleged issue. 4 days after the alleged issue started, the patient reported feeling dizzy and tired. On (B)(6), 2010, the patient reported being treated with 100 units of lantus by an hcp. The patient stated that her blood glucose was "589 mg/dl" when tested with an ER/hospital meter. At the time of troubleshooting, the cca noted that the patient was using the correct test strips and that the subject meter's battery did not need to be replaced per the owner's booklet recommendation. The alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
510k # is k062195. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.